Event description:
Later healthcare professional reported capsular contracture baker grade ii, record is no longer reportable. Un-reporting.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: edema, capsular contracture baker grade iii.

Event description:
Left side possible rupture and possible hematoma not device related and possible seroma not device related. Follow up findings: no rupture per dr's office, product remains implanted follow-up findings: acute pain, swelling, seroma and capsulotomy. Follow up findings: capsular contracture grade iii follow-up findings: per dr.'s office, capsular contracture was not treated. Later healthcare professional reported "exchange from textured to smooth due to the patients concern of the product". This record is for the left side.